Event description:
It was reported the patient had his spectra penile prosthesis right cylinder tried and not used due to an unspecified reason. No patient complications were reported in relation to this event. It was further reported that a perforation occurred during dilation. The patient "will likely come back to the or and receive a 3-piece later."